Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented via merlin.net transmission with high frequency noise episodes with no distinct waveform. A second transmission was done to verify, and the episodes had no noise, and were not able to be reproduced. Data suggests that the first transmission was corrupted while sending to merlin.net. Patient experienced no symptoms and will continue to be monitored.